Manufacturer narrative:
Weight: over 400lbs device evaluated by manufacturer: CT scan image review: an engineering review of the three CT (scan) images confirmed that there were dark areas present that could be air or blood, the black areas were located close to the right and left kidney. It was not possible to confirm if these areas were air and as there are multiple areas noted, the cause could not be established. In one image the needle shaft can be seen and there was no evidence of a gas leak from the shaft inside the patient. The location of where the gas leak originated is located outside the patients body and this area is therefore not on the scan. The CT scans provided did not confirm that the air reported was caused by the needle. It also could not be determined if the pain reported was caused by the air reported, the biopsy needle used, or the cryoablation procedure in general. Device analysis: the analysis determined that the returned product was from lot u1191 and not u1352 as reported. Testing of the returned needle confirmed that the gas leak was located at the needle handle. This part of the device was outside the patients body during the procedure. No issues were found with the needle shaft which was inside the patient during the procedure. This confirmed that the reported subcutaneous air or distention was not caused by a leak in the needle shaft. The needle handle was dismantled and a crack in the adhesive or glue was found in the connection between the needle handle and the shaft. There were no other issues noted i.e. The needle passed electrical testing and visual inspection. Note: lot number u1191 was confirmed as the complaint device based on the analysis. Conclusion: the primary cause of this complaint could not be determined. Analysis of the available information did not confirm that the reported air was caused by the needle. The reported needle leak emanated from outside the patients body indicating a lower patient risk. The handle leak was identified at the customer facility after the procedure and it is not known when or how the leak occurred. The pain experienced by the patient subsided without treatment and may have been associated with the bleeding associated with the biopsy needle or the cryoablation procedure in general as anticipated in the IFU. It cannot be determined based on the available information if the pain was a result of the reported air and there is no evidence that the pain was caused directly by the needle or needle tubing as the patient did not experience thermal skin damage (skin burn). The secondary issue i.e. The gas leak from the handle was confirmed but there was no evidence that this observation caused the reported air in the patient. The leak was caused by a crack in the bond between the needle shaft and handle joint. This part of the device is outside the patients body. There were no defects found with the needle shaft i.e. The part of the needle inside the patient during the procedure. It was also confirmed that the patients skin was covered for protection and there was no evidence that the handle of the device came in contact with the patient. This indicates that the part of the needle that leaked gas did not come in direct contact with the patient. The bond failure may be associated with the manufacturing process. The DHR review and testing of the device prior to use confirmed that the device met specifications before the procedure. The handle leak occurred later at some point during use and may have been initiated due to handling. It was reported that there was difficulty reaching the tumor and this may have contributed to the eventual bond failure due to stress or tension. Based on all the analysis of available information and investigation details, a definitive complaint cause cannot be established as there are multiple factors (known and unknown) that have contributed to the event.

Event description:
It was reported air was noticed in the patient during the final scan. Two iceforce cryoablation needles were used in a 3cm tumor kidney ablation. The patient was over 400lbs (420-430). The needles were fully submerged during testing as per the instructions for use (IFU) with no issues. A biopsy was performed before the cryoablation procedure and the first needle was initially placed through the introducer used for the biopsy forceps, but the introducer was removed due to difficulty reaching the tumor. The second needle was inserted at a second location. There was a glove thickness distance between the skin and handle and the treatment consisted of a 10-minute freeze /5-minute active thaw /10-minute freeze & 6-minute active thaw. Computed tomography (CT) scans were taken at the start of the procedure, 6 minutes, 9 minutes into the 2nd freeze, and after the final thaw. The physician removed the needles by pulling the handles of the probe. No air was present in the initial scans. Air was noticed in the patient during the second freeze on the final scan. It was noted there were no visible skin burns at the insertion site of the needles, which would be anticipated if the handle had contact with the skin. The patient experienced pain at the treatment site but later subsided with no treatment. The patient also had a bleed that was thought to be due to the biopsy needle, and a drop in blood pressure after the procedure. The treatment for the bleeding and decrease in blood pressure is unknown but the patient was transferred to the post-procedure recovery unit, noted to be doing ok and discharged the same day. Approximately 10-minutes after the procedure was completed the needles were fully submerged again and tested. A gas leak was discovered at the proximal end of one of the needles where it attaches to the handle. Per the physician no previous procedures were performed.